Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula deployed early, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device was received in the not deployed position. Inspection of the needle mechanism assembly found no damages or deficiencies that would result in the needle deploying early. The download data contains rotational sensor errors. The device was reset and the data was downloaded. The rerun data shows that the device generated an 0x42 alarm, indicating safety sensor minimum pulses between safety sensor trans. Inspection of the drive mechanism assembly found the commutator cap to be contaminated. The contaminated commutator cap resulted in the 0x42 alarm.